Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 25 syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into shield and shields are very hard to remove. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated this happened with about 24-25 syringes. Stated the caps are very hard to remove. Discarded second product box - no information available. Consumer stated she uses mail order but has also used her local (B)(6)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (25) loose 3/10cc syringes. Customer states that the shields are very hard to remove. All returned syringes were examined and 17 out of 25 samples were returned with the hub-needle/shield assembly separated from the barrel, which is investigated under investigation child record 2173122. All remaining samples were tested to determine the cap and shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1, 2.80 lbs. Syringe 2, 2.87 lbs. Syringe 3, 3.32 lbs. Syringe 4, 2.79 lbs. Syringe 5, 3.13 lbs. Syringe 6, 2.60 lbs. Syringe 7, 2.84 lbs. Syringe 8, 2.55 lbs. All removal forces fall within specification. Customer returned (25) loose 3/10cc syringes. Customer states that the hub separates into the shield. All returned syringes were examined and 17 out of 25 samples were returned with the hub-needle/shield assembly separated from the barrel.. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. Bd was able to confirm the customer¿s indicated failure shields are very hard to remove. Bd was able to confirm the customer¿s indicated failure hub separates into the shield. Root cause could not be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 25 syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into shield and shields are very hard to remove. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated this happened with about 24-25 syringes. Stated the caps are very hard to remove. Discarded second product box - no information available. Consumer stated she uses mail order but has also used her local walgreen's."